Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not switching on. Philips field service engineer (fse) inspected the system onsite and confirmed that the mpdu controller fuse was blown. Fse replaced the fuse. After the replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.